Event description:
A report was received that the patient was experiencing inadequate therapy due to high impedances on the leads. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Analysis of sc-2316-70 (sn (B)(4)) revealed the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 3 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. The returned lead splitter sc-3400-30 (sn (B)(4)) was analyzed and no anomalies were found.

Event description:
A report was received that the patient was experiencing inadequate therapy due to high impedances on the leads. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient was experiencing inadequate therapy due to high impedances on the leads. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3400-30 serial/lot: (B)(4) description: infinion splitter 2x8 kit (30 cm) additional information was received that the patient underwent a lead and lead splitter replacement procedure. The physician suspected device malfunction. The patient was doing fine post-operatively.

Event description:
A report was received that the patient was experiencing inadequate therapy due to high impedances on the leads. The patient will undergo a lead replacement procedure.